Manufacturer narrative:
As reported in a research article, feasibility and safety of percutaneous device closure of patent ductus arteriosus in preterm neonates. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature review: feasibility and safety of percutaneous device closure of patent ductus arteriosus in preterm neonates: experience from a single center in northern india.

Event description:
The article, "feasibility and safety of percutaneous device closure of patent ductus arteriosus in preterm neonates: experience from a single center in northern india", was reviewed. The article presented a case study of a 30-day-old, 1250g patient with comorbidities culture-positive sepsis and retinopathy of prematurity. It was reported that on an unknown date, a 5-2mm amplatzer piccolo occluder was chosen for patent ductus arteriosus (pda) closure. The pda diameter was 2.3mm and the length was 6mm. Post-procedure, the patient developed high aortic pressure-gradient due to acquired coarctation. A decision was made to perform surgical intervention to explant the device and perform surgical pda clipping. Patient status was reported discharged, alive, and well. [The primary and corresponding author was ankit verma, division of neonatology, department of pediatrics, all india institute of medical sciences, new delhi 110029, india, with corresponding email: ankitverma0486@gmail.com].